Event description:
The customer reported three employees with hydrogen peroxide contact from touching white residue found on the load. The customer reported a burning sensation on her right palm. The customer saw a doctor in employee health. Attempted to follow-up with the customer regarding potential treatment, but the customer was not available. The customer was unable to return a sample of the residue for analysis. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other, skin contact, labeled. The fse found the vaporizer plate incorrectly installed and the customer was using incorrect model of vaporizer plate. The fse removed the customer's spare plates and ordered correct vaporizer plates. He ran an empty chamber cycle, the unit met specifications.